Event description:
In early 2009, (B)(6) volunteer ambulance purchased 5 philips heart start heart monitors at a price of approximately (B)(6) each. After the purchase, we had all of the training needed and started using them. We had problem after problem and documented very clearly 20+ problems that were very serious. Failed to capture 12 lead, nibp did not auto, electrode fell off and pacing stopped, disappearing bp, start bp button disappeared, constant "v-tach/v-fib alarm" ac charger bad, pulse ox reads error, could not obtain pleth with spo2 probe, indicated ami inconsistent with EKG, urgent medical device correction from philips: ac power cords with potential risks for burns, electrical shock and/or delay in therapy.